Event description:
Product analysis was completed on the returned usb to db9 serial adapter cable on 08/05/2016. The cable was connected to a known good wand and tablet with no loose fitting connections identified. An interrogation of a bench generator was attempted but was unable to be completed. A vns therapy error message appeared saying ¿unable to open the port: the system cannot find the file specified.¿ the serial cable¿s db9 hood was opened, and it was found that the green data+ wire was no longer soldered on the serial cable pcb. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The condition of the wire was due to mechanical stress.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming system could not interrogate vns generators. As part of troubleshooting, the battery was replaced on the wand and the serial adapter cable was swapped with a known working cable, but the issue persisted. The wand was then replaced with a different wand and the issue resolved. After receipt of the wand and serial adapter cable, it was reported from preliminary testing that the original serial adapter cable was likely malfunctioning. Full product analysis for the returned serial adapter cable has not been completed to date. Product analysis for the returned wand showed that it performed according to functional specifications. No additional pertinent information has been received to date.